Manufacturer narrative:
(B)(4). Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall, which has been corrected.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (B)(4) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.

Event description:
The customer observed an increase in architect havab-m patient gray zone results when havab-m reagent lot 93794hn00 was in use. The customer stated when gray zone patient samples were re-centrifuged and re-run, the results were mostly non reactive. The customer also stated all quality controls were within range, all maintenance was up to date and the (B)(6) was performed on the same analyzer, although the assays were segregated per the product correction letter recommendations. The customer provided an example of the gray zone patient results as follows: (B)(6). The customer reassayed these samples on (B)(6) 2011 and obtained the following results in triplicate: (B)(6). There was no impact to patient management.